Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f/2.5t. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 8 months after a left total knee replacement procedure, the patient underwent a revision procedure to address joint laxity. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device and investigation clinical codes.